Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube) / the tube was perforated and the essure was sticking in the ovary as well"), embedded device ("the cystic right cornua 1.5 *1.3 cm contain an embedded metallic coil consistent with essure/essure was sticking into the ovary as well") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tubal ligation, benign neoplasm and nabothian cyst. Concomitant products included cetirizine hydrochloride (zyrtec r), clonazepam and metoprolol. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced abdominal pain ("pain abdominal pain"). In july 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (total abdominal hysterectomy with left salpingectomy - (B)(6)2016, total abdominal hysterectomy with left sapingectomy and to remove the essure). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, menorrhagia, female sexual dysfunction, weight increased and dyspareunia outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage and vulvovaginal pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in insertion and removal date: initial : (B)(6) 2010, (B)(6) 2016 and follow up : (B)(6) 2011, (B)(6) 2016 updated. Current weight 163 lbs. The essure device released at the appropriate depth and then it was released having 2 loops at the tail of device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.69 kgs. Pathology test - on (B)(6)2016: surgical pathology diagnosis- uterus, cervix and left 'fallopian tube; hysterectomy with left salpingectomy chronic cervicitis nabothian cyst ' . Benign endometrium. Superficial adenomyosis leiomyomata uteri unremarkable serosa metallic essure device (gross only) normal left fallopian tube. Surgical microscopic description- cervix display mild chronic inflammation with occasional underlying nabothian cyst.. Ultrasound scan vagina - in (B)(6) 2011: result- unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, perforation uterus, fallopian tube perforation. Concerning the injuries reported in this case, the following one was reported via medical records-device embedment. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received: lot no. Added. Reporter's information, patient demography, medical history, concomitant drugs, new events - abnormal bleeding(vaginal, menorrhagia), apareunia (inability to have sexual intercourse), fatigue, pain, perforation (fallopian tube), perforation (uterus),weight gain, pain with intercourse, device embedment were added. Event outcome of vaginal bleeding, pain - recovered/resolved and fatigue recovering/resolving. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube) / the tube was perforated and the essure was sticking in the ovary as well"), embedded device ("the cystic right cornua 1.5 *1.3 cm contain an embedded metallic coil consistent with essure/essure was sticking into the ovary as well") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tubal ligation, benign neoplasm and nabothian cyst. Concomitant products included cetirizine hydrochloride (zyrtec r), clonazepam and metoprolol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced abdominal pain ("pain abdominal pain"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (total abdominal hysterectomy with left salpingectomy - (B)(6) 2016, total abdominal hysterectomy with left sapingectomy and to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, menorrhagia, female sexual dysfunction, weight increased and dyspareunia outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage and vulvovaginal pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted in insertion and removal date: initial: (B)(6) 2010, (B)(6) 2016 and follow up : (B)(6) 2011, (B)(6) 2016 updated. Current weight 163 lbs. The essure device released at the appropriate depth and then it was released having 2 loops at the tail of device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.69 kgs. Pathology test - on (B)(6) 2016: surgical pathology diagnosis- uterus, cervix and left 'fallopian tube; hysterectomy with left salpingectomy chronic cervicitis nabothian cyst ' . Benign endometrium. Superficial adenomyosis leiomyomata uteri unremarkable serosa metallic essure device (gross only) normal left fallopian tube. Surgical microscopic description- cervix display mild chronic inflammation with occasional underlying nabothian cyst.. Ultrasound scan vagina - in (B)(6) 2011: result- unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, perforation uterus, fallopian tube perforation. Concerning the injuries reported in this case, the following one was reported via medical records-device embedment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc (product technical complaint). . Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.